Event description:
It was reported that liquid was leaking through the valve reservoir.

Manufacturer narrative:
(B)(4). The valve was patent but did not meet the requirements for leak testing due to a tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.